Event description:
It was reported that implantation of the left ventricular lead was attempted but was unsuccessful due to dislodgement. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.